Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise and t-waves that resulted in delivery of inappropriate shocks. The primary sense vector was reprogrammed and monitoring will be continued. This product remains implanted and in service. No adverse patient effects were reported.